Event description:
It was reported that during the implant procedure there was difficulty extending the helix "after 1 extension"; helix malfunction is suspected. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant procedure there was difficulty extending the helix "after 1 extension" and helix malfunction suspected. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Analysis revealed that the distal conductor was distorted in the connector and helix testing was not possible. The defibrillation conductor was also distorted. There was blood/body fluid in/on the distal conductor (not obstructed) and the helix mechanism and helix sleevehead. There was damage from implant.